Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the clamp arm detached from the instrument and returned. As a result of the clamp arm detachment, the tube assembly was distorted. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that the jaw fell off during a tonsillectomy. Doctor was able to retrieve the jaw. Procedure completed using a second device. No patient consequences.